Event description:
Additional reason(s) for revision: dislocation (not arising from traumatic events).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl - left hip; reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left, asr xl, reason(s) for revision: pain and dislocation (not arising from traumatic events). Update: added further reason for revision and stem. Received: (B)(6) 2013. (B)(4). Update - patient is deceased , re-created dint and moved all info over. Including originally (B)(6) email. Marked as legal , amended hip side, added additional surgeon and additional hospital, added patient name, date of birth and date of death. Taken from legal email dated (B)(6) 2014. Hip - right. Additional surgeon (B)(6), additional hospital (B)(6), patient name - (B)(6), patient date of birth- (B)(6), date of death - (B)(6) 2014. Update dated (B)(6) we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2014. The claimant had a complicated medical history involving unrelated health issues. In ireland his claim for compensation for pain and suffering will cease apart from any possible past expenses claims (if he had any). It is highly unlikely that any claim will be alleged that the death was related to the asr given his unrelated medical issues. Certainly no such claim was intimated whilst he was alive but was clearly suffering deteriorating health. (B)(6) 2014 - no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr (B)(4). No explants have been received at lirc for investigation. (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation.